Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were unresponsive after a recent battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/30/2013: the device was returned to animas and evaluated by product analysis on 07/08/2013 with the following results: no damage found to keypad. Ok, up and down arrow buttons do not respond to presses. Keypad removed; no damaged/misaligned contacts found, no evidence of contamination found under button contacts.unrelated to the complaint, moisture was observed in the display. The battery compartment is cracked. Battery compartment leak found during leak testing. Pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.